Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additionally, the instrument was found to have a broken life indicator. The housing was removed, and an inspection found the life indicator broken at the flag to cylinder interface and the broken piece was returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during da vinci-assisted surgical procedure, the 8mm mega needle driver instrument could not be handled by the doctor. The assistant took the instrument out and found the wire fractured. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. Prostate was being performed when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. The surgeon informed that the instrument could not be handled. No fragment fell inside of the patient¿s anatomy. Patient demographic information was not available.